Event description:
This pt experienced a restenosis of a cypher stent in the mid left anterior descending artery (lad) approximately six months post implantation. This was treated with re-pci and additional cypher stent placement. This pt was admitted to the hosp with a chief complaint of acute st-elevation mi. The pt was currently taking aspirin and plavix. The pt was taken urgently to the cardiac cath lab, where angiography revealed a de novo, 15mm, total occlusion in the mid-lad and an 80%, de novo, 12mm, lesion in the distal lad. A bolus of heparin was administered via IV. Integrillin was administered both before and during the procedure. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated prior to stent placement. A 3.0 x 18mm cypher stent was deployed to the lesion site with satisfactory results. The stent was not post-dilated.

Manufacturer narrative:
The product is not available for evaluation and no sterile lot number was available. No further analysis can be performed for complaints reported without a lot number and for which the associated product will not be returned. This 56 year-old female patient with a history of previous pci, htn, high cholesterol, diabetes, cancer and seizure had cypher stent implantation. These are pre-morbid conditions, which increase the risk for a mace. The lesion located in the mid-lad was de novo, and totally occluded. The safety and effectiveness of the cypher stent has not been established in patients with diffuse disease or poor overflow distal to the identified lesions. The lesion was pre-dilated. A cypher stent 3.0mm x 18mm was deployed to the mid-lad and a cypher stent 2.5mm x 18mm was deployed to the distal lad. Approximately six months later, repeat angiography revealed a restenosis of the cypher stent in the mid-lad, as well as a new lesion in the proximal lad (progression of disease). The restenosis was treated with re-ptca and additional cypher stent placement. The proximal lad was also treated with pci and cypher stent placement. Conclusion: there are patient and lesion factors that may have contributed to the event.